Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt, the right ventricular (rv) lead exhibited undersensing with diminished/low r-waves sensing and a failure to sense. The lead was removed and replaced. No patient complications have been reported as a result of this event.